Manufacturer narrative:
(B)(4). (B)(4). Malformed clip. The device was received with one j shaped clip jammed in the jaws. Once the jaws were cleared, they were inspected and no burr was found that would lead the found j shaped clip. The device was cycled and the remaining thirteen clips were conforming and then, the device locked out as intended. No firing/feeding issues were noted during evaluation. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not close on the vessel. It was locked in the open position. A new device was used to complete the procedure. There was no patient consequence.